Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing no phacoemulsification power during a cataract procedure. The handpiece was exchanged to complete the case. There was no harm to the patient.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The phaco handpiece was manufactured on march 1, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
A visual assessment of the returned handpiece revealed discoloration on handpiece connector, dents on handpiece irrigation line, and kinks/bends on the handpiece cable. The handpiece resistance value on the returned handpiece was tested. The returned handpiece failed test, where the handpiece resistance value fluctuated over the resistance specification of 1.5 ohms when the handpiece cable was wiggled. The returned handpiece was connected to a calibrated infiniti system and tuned. The returned handpiece passed tune. The returned handpiece was functionally tested at 100% phaco power for 5 minutes. The returned handpiece intermittently generated phaco power when the handpiece cable was wiggled during test. The returned handpiece was disassembled and inspected. Inspection revealed a portion of the o-ring was torn. No additional test was performed. Testing results showed that the returned handpiece became functionally non-conforming and could no longer be able to generate phaco power consistently. The observed torn o-ring was unrelated to the reported event. The root cause of the reported event can be attributed to the non-conforming handpiece cable. The root cause of the observed connector discoloration can be attributed to the customer¿s cleaning environment. The root cause of the observed dents on handpiece irrigation line and kinks/bends on the handpiece cable was most likely due to the customer mis-handling of product. The root cause of the observed torn o-ring can be attributed to the non-conforming o-ring. (B)(4).